Event description:
It is reported that the pt was revised due to fracture of the acetabulum and suspected loosening of the femoral stem approx 11 yrs post-op. During the revision, corrosion was noticed at the junction of the femoral head and the stem.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.